Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 55 mg/dl after failing to eat or treat a low glucose level while using the ilet. The user lost consciousness and was hospitalized, where glucose was managed with IV dextrose. The user was discharged on (B)(6) 2025 and has since resumed ilet therapy.